Event description:
It was further reported that the patient experienced a myocardial infarction. At 73 days post index procedure, the 70% diffuse in-stent restenosis of the previously placed study stent located in the distal lad was treated with direct stenting using a 2.5 x 8 mm non-bsc stent with 10% residual stenosis. Additionally, a non-target lesion located in the posterolateral (pl) branch of the right coronary artery (rca) was treated with balloon angioplasty using 2.5 mm non-bsc balloon and placement of a 3.0 x 12 mm non-bsc stent with <20% residual stenosis. At 73 days post index procedure, elevated ck-mb levels were observed and an event of myocardial infarction was reported. In (B)(4) 2012, the electrocardiogram was performed and subject did not experience any ischemic symptoms. The subject was discharged on clopidogrel.

Event description:
Same case as MDR ID 2134265-2012-02397 and 2134265-2012-02856. (B)(4). It was reported that after a percutaneous coronary intervention (pci) treatment procedure, the patient developed in-stent restenosis. The target lesion # 1 was located in the mid lad (eft anterior descending artery) with 90% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. The target lesion # 1 was treated with direct stenting using a 2.50 mm x 8 mm taxus element stent, with 0% residual stenosis. The target lesion # 2 was located in the distal lad with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. The target lesion # 2 was treated with direct stenting using two 2.25 x 8 mm taxus element stents with 0% residual stenosis. The subject discharged on aspirin and clopidogrel. In (B)(6) 2011, the subject was presented due to dyspnea grade 4 and was hospitalized on the same day. 73 days post index procedure, the 70% diffuse in-stent restenosis of the previously placed study stent located in the distal lad was treated with the placement of a drug eluting stent with 0% residual stenosis.

Manufacturer narrative:
Age at time of the event: (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not returned, therefore, a technical evaluation could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).